Manufacturer narrative:
No button error alarm noted. However down arrow button did not respond due to flattened button dome switch. No unlock on the lcd keypad connector noted. Unable to perform the unexpected restart error test and displacement test due to button keypad anomaly. Unable to verify the unexpected restart error alarm due to the button keypad anomaly. Time advanced properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error in the middle of the night and no significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed unexpected restart after a new battery has been inserted and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.